Manufacturer narrative:
D2a- additional common names: (B)(6). D2b- additional product codes: (B)(6). E3- occupation: (B)(6). G4- PMA/510(k) #: k173035 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an inpatient required placement of an ultrathane mac-loc locking loop biliary drainage catheter during an unknown prolonged procedure. After insertion of the drainage catheter, it was noted to be "stuck" and would not deploy off of the metal cannula. The drainage catheter and cannula were removed together leaving no unintended section of the device in the patient's body and a second device was used to complete the procedure without difficulty. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. On 18may2023, cook medical inc. Received a complaint from the (B)(6) hospital, located in the city of (B)(6). They reported that upon placement of a ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh; lot: 14431558), the physician encountered resistance when attempting to remove the metal stiffening cannula. As a result of this, the entire device was removed from the patient and replaced with another of the same product to complete the procedure. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used drainage catheter was returned to cook for evaluation. The supplied metal stiffening cannula was received inserted into the drainage catheter. During tabletop testing, the disposable stiffening cannula was able to be removed from the catheter. The disposable cannula was reinserted and removed again from the catheter, encountering no difficulty. The dimensional verification of the inner diameter of the catheter and the outer diameter of the disposable stiffener were both confirmed to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14431558 and the related subassembly lots revealed no related non-conformances. To date, a further search of database records revealed no other complaints with associated reported lot number. Cook also reviewed product labeling. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event can be traced to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.